Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using three prostyle devices after a percutaneous coronary interventional procedure with a small-bore sheath. Reportedly after deploying the first prostyle device, there was difficulty closing the lever (step 4). Ultrasound confirmed the footplate was not fully closed; despite this, the device was removed from the patient via tugging. The suture came out of the patient with the device; the knot was loose/unraveled. Two additional prostyle devices were used without issue, but hemostasis was still not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Additional information was obtained reporting that slight tearing occurred at the access site during removal of the first prostyle device. Therefore, the intention was to use the sutures of two prostyle devices with manual compression as a precautionary measure both to treat the reported tearing & achieve hemostasis. There was no issue with the additional prostyle devices. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Additional information: a posterior foot break (not returned) was found during evaluation of the returned device. The location of the detached foot is unknown.

Manufacturer narrative:
The device was returned for analysis. The device difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The difficult to open or close the foot was confirmed based on the return condition of the device. The failure to cycle was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents for this lot. It was reported that the device was removed from the patient via tugging. It should be noted that the electronic perclose prostyle instructions for use (IFU) states, ¿do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The reported difficulties and subsequent treatments are due to the circumstances of the procedure based on the reported information ¿footplate was seating outside the vessel in sub cutaneous tract. Posterior foot still looked to be intraluminal¿, and the returned device analysis, the difficulties are related to the circumstances of the procedure. In this case, the anterior foot was not intraluminal and when closed captured tissue which caused it to surf distally during foot closure and locked it into that position. This condition likely led to the tearing of vessel when the device was tugged free inducing tear and the needed added treatment. The reported patient effects of dissection is listed in the prostyle IFU as a known adverse event associated with use of suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.